Event description:
The reporter states that she obtained the following blood glucose comparison results on the accu-chek aviva system: 266mg/dl and 98mg/dl; 98mg/dl and 395mg/dl; 349mg/dl and 98mg/dl. All aforementioned test were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.